Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a pump replacement as the malfunction code was not resettable. The customer expressed interest in obtaining an out-of-warranty loaner pump since the current pump was no longer under warranty.